Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, on (B)(6) 2010 the patient had noticed motoric fluctuations. An x-tray was taken on (B)(6) 2010. The procedure was completed a new two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6) 2010: the original j-tube was placed on (B)(6) 2010. The physician was not able to determine the cause of the fluctuations at the time of the x-ray. The patient's condition at the conclusion of the replacement is reported to be fine, she went home. Additional information received on (B)(6), 2011: the x-ray showed the j-tube had migrated into the stomach. Replacement was done due to the migration of the j-tube.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, on (B)(6) 2010 the patient had noticed motoric fluctuations. An x-tray was taken on (B)(6) 2010. The procedure was completed a new two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, on (B)(6) 2010 the patient had noticed motoric fluctuations. An x-tray was taken on (B)(6) 2010. The procedure was completed a new two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6) 2010: the original j-tube was placed on (B)(6) 2010. The physician was not able to determine the cause of the fluctuations at the time of the x-ray. The patient's condition at the conclusion of the replacement is reported to be fine, she went home. Additional information received on (B)(6) 2011: the x-ray showed the j-tube had migrated into the stomach. Replacement was done due to the migration of the j-tube.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, on (B)(6), 2010 the patient had noticed motoric fluctuations. An x-tray was taken on (B)(6), 2010. The procedure was completed a new two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received december 23, 2010: the original j-tube was placed on (B)(6), 2010. The physician was not able to determine the cause of the fluctuations at the time of the x-ray. The patient's condition at the conclusion of the replacement is reported to be fine, she went home.

Manufacturer narrative:
(B)(4) - j-tube exchange. (B(4) - decrease in therapeutic effects. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).